Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery alert due to blank display. Pump received with broken battery tube threads and stripped battery cap(p) coin slot.

Event description:
Customer reported via phone call that the battery cap was cracked so the insulin pump was giving failed battery alerts. Customer¿s blood glucose value was 350 mg/dl. Customer was advised to discontinue the use of the insulin pump and revert the back-up plan per health care professional. The insulin pump will return for analysis.